Event description:
It was reported that the patient had a lot of pain at the lead site, especially if they moved a certain way, particularly when they were driving. It was noted that there was a lot of swelling in the area. It was noted that the patient had the wound checked four days ago and was told that there still was a lot of fluid and puffiness and that the right lead had moved its position. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 9 7754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).